Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator quit working since nov 2019. No symptoms were reported and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient noticed it not working after a fall. Went to see an hcp, without it having a lot of pain. The issue was resolved; having it changed on (B)(6) 2019. Patient provided their weight information. No further complications were reported.